Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733752, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation devices being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that 2 instruments failed verification. The distance to dicot error was > 2.0 mm for both instruments. It was noted that another instrument passed verification. The site was walked through proper emitter placement and removing all known metal from the field. It was confirmed that the nipt metal interference value was 0.6. The site was recommended to try swapping instruments due to high distance to divot value. There was a less than hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
Additional information was received. Patient information has been entered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.